Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by weakness in body. The breach in aseptic was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 96hrs, intraperitoneal), fortum injection (1gm, once daily, intraperitoneal) and amikacin injection (125mg, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from weakness in body and was recovering from peritonitis. Retraining on the proper aseptic technique was ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.